Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The programmer data shows one lead integrity alert on (B)(4) 2012. There were two patient alerts for out of tolerance sub-threshold lead impedance on (B)(4) 2010 and (B)(4) 2011. The weekly pace lead impedance trend data show various spike increases for minimum and maximum right ventricular pacing of 400 to 12816 ohms range between (B)(4) 2010 and (B)(4) 2011. There were fifteen ventricular non-sustained tachycardia less than or equal to 210 ms between (B)(4) 2011 and (B)(4) 2011.

Event description:
It was reported that the patient received an inappropriate shock. It was also noted the right ventricular (rv) lead was fractured and there was an alert for high impedance. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.